Event description:
It was reported by service report that the fowler is raising on its own. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: gas spring trip.